Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported an event. No further complications were reported or anticipated. Additional information received reported that intraoperative testing of the electrode had shown that the electrode was in contact. The ins was exchanged and was disposed of by the consumer. The post-operative stimulation was possible again and the patient was satisfied. No further complications were reported or anticipated.